Event description:
An unk length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported that the stent graft was implanted approx 3 years ago. At the time of the initial implant there was an aortic cuff placed, due to a type I endoleak. The pt was in for a recent follow-up and the CT demonstrated that the aortic cuff has migrated away from the bifurcated stent graft. The physician has elected to place two aortic cuffs and the results were satisfactory to the physician. No additional clinical sequelae were reported and the pt is fine.